Event description:
It was reported that during a percutaneous coronary intervention procedure, an imaging catheter became stuck on a stent. Vascular access was a radial approach. The 75% stenosed target lesion was located in the non-calcified and moderately tortuous proximal left circumflex (lcx) artery. The physician pre-dilated the lesion with a 2.5mm balloon and performed pre-ivus with this atlantis sr pro². Another manufacturer's 3.0mm stent was implanted in the middle left anterior descending artery. The kissing balloon technique (kbt) was performed. The atlantis sr pro² catheter crossed the stent strut, and the ivus procedure was completed. Upon withdrawing the atlantis catheter, it became stuck on the stent strut. The physician removed the imaging core from the device and inserted a 0.025inch guide wire into the sheath. The sheath was torqued and the device was released from the stent. The device was removed intact from inside the patient, however, the guide wire exit port lifted up when the physician checked the device after removal. The procedure was completed with this atlantis imaging catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, an imaging catheter became stuck on a stent. Vascular access was a radial approach. The 75% stenosed target lesion was located in the non-calcified and moderately tortuous proximal left circumflex (lcx) artery. The physician pre-dilated the lesion with a 2.5mm balloon and performed pre-ivus with this atlantis sr pro². Another manufacturer's 3.0mm stent was implanted in the middle left anterior descending artery. The kissing balloon technique (kbt) was performed. The atlantis sr pro² catheter crossed the stent strut, and the ivus procedure was completed. Upon withdrawing the atlantis catheter, it became stuck on the stent strut. The physician removed the imaging core from the device and inserted a 0.025inch guide wire into the sheath. The sheath was torqued and the device was released from the stent. The device was removed intact from inside the patient, however, the guide wire exit port lifted up when the physician checked the device after removal. The procedure was completed with this atlantis imaging catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: investigation found that only the sheath assembly of the complaint device was returned for analysis. The guide wire exit port was lifted 1.0mm. A test guide wire (0.014") was inserted and no indication of resistance in tracking the guide wire into the catheter was noted. Full image characterization testing could not be performed based on the returned condition of the catheter. No other issues or defects were observed during visual and functional analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).